Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a non-pacemaker dependent patient presented in clinic, the implant wound was found to be opened. The physician suspects the patient was scratching at the wound. The device was explanted. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
The entire system was explanted because the physician was concerned about an infection. There was not any noted infection following the explant procedure.